Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: (B)(6). The ampoule was empty when the bag was opened.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch, related to the same defect that was closed as not justified because no samples were received. (B)(4) units of this code batch were manufactured and distributed of this reference- batch, there are no units in stock. According to the information received, one ampoule of histoacryl was empty, no glue was inside the ampoule. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. In principle the histoacryl machine for filling ampoules and packaging them into the foils is designed to detect every empty ampoule and sort it out. However the sorting out depends on reliable functioning of the suction by which the foils contained rejected ampoules (like empty ampoules) will be transported out. In this case the foil containing the empty ampoule kept sticking to the suction although the vacuum had already ended, so the foil did not fall into the reject bin but on the conveyor for the correct foil. So, the affected foil was packed together with all the correct foils into the boxes. In the second quarter of 2015 this rarely occurring failure of the machine (estimation: less than 0,01%) was identified and as corrective action the suctions were replaced in the summer maintenance. Final conclusion: complaint is justified. The product do not fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, this code/batch will be replaced to the customer or refund offered. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Device not returned.